Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. The physician used a 6f terumo introducer sheath for vascular access, and a tgv guidewire and a 7f mach1 fl4 stsh guide catheter to cross the lesion. The maverick2 monorail 15/1.5 mm balloon was being used a predilate the lesion for placement of an express2 16/2.5 mm stent. The maverick2 monorail 15/1.5 mm balloon was removed and replaced with a maverick2 monorail 30/2.5 mm balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.